Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port for approximately "10 seconds". The following information was provided by the initial reporter: "blood leak from injection port" "leak occurred in theatre. Blood started flowing from under injection port and stopped after approx 10 seconds."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port for approximately "10 seconds". The following information was provided by the initial reporter: "blood leak from injection port" "leak occurred in theatre. Blood started flowing from under injection port and stopped after approx 10 seconds."